Event description:
Hamilton co was informed of an event that occurred in 2002, in which the hamilton microlab at +2 instrument reportedly transposed the locations of barcodes for sample identification. No death or injury resulted from this event.